Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, including the occurrence of the event on the implant date, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, platelet dysfunction, pneumothorax, bleeding, and right ventricular failure are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had bleeding with coagulopathy on the day of vad implantation. Hematology was consulted for anemia due to blood loss, coagulopathy and thrombocytopenia due to cardiopulmonary bypass. The patient required blood transfusions and platelets. The patient¿s chest was left open after vad implant due to the ongoing bleeding and was closed two days later. The patient had an acute kidney injury and nephrology was consulted. The chest tubes had to be left in for a prolonged period due to air leak from suspected pneumothorax. The patient had right ventricular failure pre-implant and was on intravenous milrinone which continued post operatively and transitioned to oral medication for discharge. The patient was discharged to home. The vad remains in use. No further patient complications have been reported as a result of this event